Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 290027mm implanted in the aortic position was explanted after an implant duration of 9 years and 7 months due leaflet tears leading to mild aortic regurgitation which was detected on echo. On explant, it was observed that the tears were at the level of the right and non-coronary commissures. The explanted device was replaced with a valve model 3300tfx27mm in a bentall procedure. No additional information has been provided.

Manufacturer narrative:
H3: evaluation summary: customer report of leaflet tears was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact and minimal calcification on leaflet 3. All three leaflets were thickened and swollen at the free margins near the commissures. Leaflet 1 had a 5mm tear near commissure 1, leaflet 2 had a 3mm tear near commissure 2 and leaflet 3 had 4mm tear near commissure 3. Leaflets were thickened and swollen at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Suture threads remained attached to the sewing ring. Wireform was exposed on commissure 3.

Event description:
Edwards received notification that this valve model 290027mm implanted in the aortic position was explanted after an implant duration of 9 years and 7 months due leaflet tears leading to mild aortic regurgitation which was detected on echo. On explant, it was observed that the tears were at the level of the right and non-coronary commissures. The explanted device was replaced with a valve model 3300tfx27mm in a bentall procedure and was noted as to be available for return. Indication for initial implantation was aortic stenosis. The patient was noted as doing well and recovered. As per product evaluation, customer report of leaflet tears was confirmed. Report of regurgitation could not be confirmed through visual observations. Minimal calcification and minimal to moderate host tissue were also found. All three leaflets were thickened and swollen at the free margins near the commissures.

Event description:
Edwards received notification that this valve model 290027mm implanted in the aortic position was explanted after an implant duration of 9 years and 7 months due leaflet tears leading to mild aortic regurgitation which was detected on echo. On explant, it was observed that the tears were at the level of the right and non-coronary commissures. The explanted device was replaced with a valve model 3300tfx27mm in a bentall procedure. No additional information has been provided.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: (B)(6); PMA #(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.